Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was not in the proper position") in a 45-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, multi gravida, parity 3, delivery in 1998, delivery in 1996 and delivery in 1999. She had no spontaneous abortion. Concurrent conditions included overweight. Concomitant products included alprazolam for anxiety and temazepam from 2013 to 2017 for sleeplessness. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced alopecia ("excessive hair loss/hair loss"), confusional state ("confusion"), amnesia ("memory loss/memory issue"), fatigue ("fatigue") and arthralgia ("aches in joints"). In 2014, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain/severe and persistent pelvic pain/ chronic pelvic pain/pain/left lower pelvic pain"), abdominal pain ("abdominal pain") and back pain ("chronic back pain/low back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), ill-defined disorder ("chronic illness"), complication of device insertion ("hard time on first attempt placing the left essure"), asthenia ("lack of energy"), anxiety ("mental anguish"), emotional distress ("suffering"), allergy to metals ("essure caused hypersensitivity reaction to nickel"), rash generalised ("acute skin rash all over"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), depression ("depression") and insomnia ("not sleeping"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ill-defined disorder, complication of device insertion, amnesia, asthenia, arthralgia, anxiety, emotional distress, allergy to metals, rash generalised, mental disorder, depression and insomnia outcome was unknown, the pelvic pain, alopecia, dyspareunia, confusional state and fatigue had resolved and the medical device discomfort, menorrhagia, abdominal pain, back pain, rash, abnormal weight gain and tooth disorder had not resolved. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, complication of device insertion, confusional state, depression, device dislocation, dyspareunia, emotional distress, fatigue, ill-defined disorder, insomnia, medical device discomfort, menorrhagia, mental disorder, pelvic pain, rash, rash generalised and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: coils were properly placed ultrasound scan - in 2015: left essure coil was not in the proper position quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was not in the proper position") in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, multi gravida, parity 3, delivery in 1998, delivery in 1996 and delivery in 1999. She had no spontaneous abortion. Concurrent conditions included overweight. Concomitant products included alprazolam for anxiety and temazepam in 2013 for sleeplessness. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced alopecia ("excessive hair loss/hair loss"), confusional state ("confusion"), amnesia ("memory loss/memory issue"), fatigue ("fatigue") and arthralgia ("aches in joints"). In 2014, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain/severe and persistent pelvic pain/ chronic pelvic pain/pain/left lower pelvic pain"), abdominal pain ("abdominal pain") and back pain ("chronic back pain/low back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), ill-defined disorder ("chronic illness"), complication of device insertion ("hard time on first attempt placing the left essure"), asthenia ("lack of energy"), anxiety ("mental anguish"), emotional distress ("suffering"), hypersensitivity ("essure caused hypersensitivity reaction to nickel"), rash generalised ("acute skin rash all over"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), depression ("depression") and insomnia ("not sleeping"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ill-defined disorder, complication of device insertion, amnesia, asthenia, arthralgia, anxiety, emotional distress, hypersensitivity, rash generalised, mental disorder, depression and insomnia outcome was unknown, the pelvic pain, alopecia, dyspareunia, confusional state and fatigue had resolved and the medical device discomfort, menorrhagia, abdominal pain, back pain, rash, abnormal weight gain and tooth disorder had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, complication of device insertion, confusional state, depression, device dislocation, dyspareunia, emotional distress, fatigue, hypersensitivity, ill-defined disorder, insomnia, medical device discomfort, menorrhagia, mental disorder, pelvic pain, rash, rash generalised and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: coils were properly placed ultrasound scan - in 2015: left essure coil was not in the proper position most recent follow-up information incorporated above includes: on 29-nov-2017: new event illness, complication of device insertion, confusion, memory loss, loss of energy, fatigue, aching joints, anguish, emotional suffering, hypersensitivity reaction, rash all over, psychological disorder, depression, not sleeping. Patient information, reporter information, other relevant history and product information were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was not in the proper position') in a 45-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left one is totally bent". The patient's medical history included cholecystectomy, multi gravida, parity 3, delivery in 1998, delivery in 1996, delivery in 1999, dysfunctional uterine bleeding, perineal pain and staple removal. She had no spontaneous abortion. Concurrent conditions included overweight. Concomitant products included alprazolam for anxiety and temazepam from 2013 to 2017 for sleeplessness. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced alopecia ("excessive hair loss/hair loss"), confusional state ("confusion"), amnesia ("memory loss/memory issue"), fatigue ("fatigue") and arthralgia ("aches in joints/joint pain"). In 2014, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain/severe and persistent pelvic pain/ chronic pelvic pain/pain/left lower pelvic pain"), abdominal pain ("abdominal pain") and back pain ("chronic back pain/low back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), ill-defined disorder ("chronic illness"), complication of device insertion ("hard time on first attempt placing the left essure"), asthenia ("lack of energy"), anxiety ("mental anguish"), emotional distress ("suffering"), allergy to metals ("essure caused hypersensitivity reaction to nickel"), rash all over ("acute skin rash all over"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), depression ("depression"), insomnia ("not sleeping"), pruritus ("itchy"), abdominal distension ("feel bloated") and pain in extremity ("pain in down legs"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ill-defined disorder, complication of device insertion, amnesia, asthenia, arthralgia, anxiety, emotional distress, allergy to metals, rash all over, mental disorder, depression, insomnia, abdominal distension and pain in extremity outcome was unknown, the pelvic pain, alopecia, dyspareunia, confusional state and fatigue had resolved and the medical device discomfort, menorrhagia, abdominal pain, back pain, rash, abnormal weight gain and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, complication of device insertion, confusional state, depression, device dislocation, dyspareunia, emotional distress, fatigue, ill-defined disorder, insomnia, medical device discomfort, menorrhagia, mental disorder, pain in extremity, pelvic pain, pruritus, rash, tooth disorder and rash all over to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound scan - in 2015: results: left essure coil was not in the proper position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: itchy, feel bloated, pain in down legs, my left one is totally bent. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was not in the proper position') in a 45-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left one is tottaly bent". The patient's medical history included cholecystectomy, multi gravida, parity 3, delivery in 1998, delivery in 1996, delivery in 1999, dysfunctional uterine bleeding, perineal pain and staple removal. She had no spontaneous abortion. Concurrent conditions included overweight. Concomitant products included alprazolam for anxiety and temazepam from 2013 to 2017 for sleeplessness. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced alopecia ("excessive hair loss/hair loss"), confusional state ("confusion"), amnesia ("memory loss/memory issue"), fatigue ("fatigue") and arthralgia ("aches in joints/joint pain"). In 2014, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain/severe and persistent pelvic pain/ chronic pelvic pain/pain/left lower pelvic pain"), abdominal pain ("abdominal pain") and back pain ("chronic back pain/low back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), ill-defined disorder ("chronic illness"), complication of device insertion ("hard time on first attempt placing the left essure"), asthenia ("lack of energy"), anxiety ("mental anguish"), emotional distress ("suffering"), allergy to metals ("essure caused hypersensitivity reaction to nickel"), rash all over ("acute skin rash all over"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), depression ("depression"), insomnia ("not sleeping"), pruritus ("itchy"), abdominal distension ("feel bloated") and pain in extremity ("pain in down legs"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ill-defined disorder, complication of device insertion, amnesia, asthenia, arthralgia, anxiety, emotional distress, allergy to metals, rash all over, mental disorder, depression, insomnia, abdominal distension and pain in extremity outcome was unknown, the pelvic pain, alopecia, dyspareunia, confusional state and fatigue had resolved and the medical device discomfort, menorrhagia, abdominal pain, back pain, rash, abnormal weight gain and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, complication of device insertion, confusional state, depression, device dislocation, dyspareunia, emotional distress, fatigue, ill-defined disorder, insomnia, medical device discomfort, menorrhagia, mental disorder, pain in extremity, pelvic pain, pruritus, rash, tooth disorder and rash all over to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound scan - in 2015: results: left essure coil was not in the proper position. Lot number: 20192094 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.